Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had passed away. The cause of death is currently unk. F/u with the sjm field rep and implanting physician identified they were not informed of the pt's death and could not offer any additional info.